Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one month post implant, this left ventricular lead displayed muscle stimulation at high pacing outputs. In addition, increased threshold measurements were obtained. A revision procedure was performed. It was noted this lead had moved from the implant position. A decision was made to replace this lead. The lead was removed and replaced. No adverse patient effects were reported.